Event description:
The patient reported that there was burning, hot at implant site when charging. It was noted that the battery was draining faster. The patient was recharging about a week ago, and the battery got red hot, the patient stated that the one in their rear it was actually burning them and work them up from their nap. The patient pushed the charge button and reported that the recharger was half full. The recharger appeared to be working as designed. The issue they were calling about was that the recharger antenna gets hot, and that they see the doctor screen on their patient programmer was but it was not a call your doctor screen, they were scrolling along the top line in different settings. The patient was helped to get back to normal therapy screen, no issues with the programmer. It was noted that the battery in their body drained fast, they charged it a week prior to the report and it was now at half, and had not had it on the whole time, this started the week prior to the report. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.